Event description:
It is alleged the end user was driving the scooter, when it failed to work properly and became uncontrollable causing the scooter to travel down a hill resulting in a fall that caused injury. The end user sustained a fractured left tibia in her leg.

Manufacturer narrative:
Unable to evaluate at this time due to pending litigation. Cannot draw any conclusions at this time.